Event description:
It was reported that the pump touch screen was unreadable due to missing pixels. Reportedly, the pump had square stripes around the pump. There was no reported impact to "customer's" blood glucose. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.